Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain five of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient line became disconnected from the transfer set because of a loose connection. The technical service representative instructed to cycle the power on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnecting of a transfer set and patient line is known to cause this alarm. The cause of the loose connection and disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.